Manufacturer narrative:
D10 - one set of burr hole and lead were implanted on (B)(6) 2020 and one on (B)(6) 2020 instead both burr holes were implanted (B)(6) 2020 and both leads were implanted (B)(6) 2020 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.